Event description:
It was reported that the patient was still experiencing pre-syncopal spells, and that there were over 700 rdr (rate drop response) episodes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, implantable pacing lead, (B)(6) 2013. (B)(4).